Manufacturer narrative:
This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review of the report that was initiated during an FDA inspection. A retrospective review of the complaint record determined that this report should have been submitted as a malfunction report. In this case, no patient injury occurred; however, this may be likely to cause or contribute to a serious injury if it recurred. (B)(4). The reported device returned for evaluation. Visual inspection notes the hub was detached from the sheath. A go-no-go gauge dimensional test was performed, which confirmed that the size of the flare met specification. Based on a visual inspection of the sheath, the flare appeared to be distorted, which is indicative of damage caused by the flare being pulled through the cap. It is feasible to suggest that the reported separation was caused by the device meeting resistance beyond its intended design.

Event description:
It was reported that the introducer become loose from the valve. Per additional information, the introducer detached from the valve. No fragments remained within the patient's body.